Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of kinked cannula on (B)(6) 2025. The blood glucose level of the patient was over 400 mg/dl which was treated with correction injection via multiple daily injections. The patient had ketones which healthcare professionals did not assess as dangerous or life threatening. The symptoms occurred within three hours of insertion. Therefore, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication intravenously as corrective treatment which resolved the issue. The patient was released on (B)(6) 2025 from hospital. The customer replaced infusion set and resumed insulin deliveries successfully. Moreover, the infusion set was used for around eight hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.